Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2017 with blood glucose of 100 mg/dl. Cusomer reported that previous to going to the emergency room, blood glucose was fluctuating between 109 mg/dl and 256 mg/dl. Customer's emergency room visit was due fluctuation of blood glucose. Customer was advised by healthcare professional that blood gluocose readings were good. Customer was wearing insulin pump at the time of emergency room visit. Customer was released from the emergency room, but was not told of the reason for blood glucose fluctuation.